Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger was not charging the patient controller anymore, and antenna was getting hot. A replacement recharger was sent to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4).h6 codes belong to the 97755. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.